Event description:
As reported, approximately 6 months post op the initial left tsa, this (B)(6) male patient was revised due to dislocation. Pon opening the joint and assessing the implants the surgeon found the humeral plate was rotating. The humeral liner (38 mm +0) was removed followed by the torque screw and the humeral adapter tray (+0). The surgeon replaced the forementioned implants with the same size components and determined the patient to be stable. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Device evaluated by MFR: pending evaluation concomitant device(s): 320-20-00, 6954073 - eq reverse torque defining screw kit. 320-10-00, 6954073 - equinoxe reverse tray adapter plate tray +0.

Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result of insufficient fixation of the torque screw, an unreported post traumatic event, patient-related conditions, or any combination of these possibilities, which allowed the screw to loosen overtime and led to humeral tray rotation and subsequent glenosphere dislocation. However, this cannot be confirmed as immediate post-operative x-rays of the index surgery were unable to be obtained to confirm sufficient initial implant fixation, the explanted humeral liner was not returned for evaluation, and no post traumatic event or patient-related conditions were communicated. Section h11: *the following sections have corrected information: (d1) brand name: equinoxe reverse tray adapter plate tray +0 (d2) common device name: prosthesis, shoulder, non-constrained, metal/polymer cemented (d4) catalog number: 320-10-00, serial number: (B)(6), expiration date: 06-may-2031, unique identifier (UDI) #: (B)(4). (D10) concomitant device(s): 320-20-00, (B)(6)- eq reverse torque defining screw kit. 320-38-00, (B)(6)- equinoxe reverse 38mm humeral liner +0. (H4) device manufacture date: 06-may-2021. (H6) component code: 4755, part/component/sub-assembly term not applicable.